Manufacturer narrative:
The customer's device was not returned to stryker for evaluation. A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device would not detect the lid being opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device would not detect the lid being opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product analyses center (pac) and the technician was not able to duplicate the reported issue. The device was able to power on with a known good battery with no discrepancies. The device was received without the battery and the device log had previously been cleared so no additional analysis could be performed. No device failure observed. The customer's device was archived by stryker. The customer has been provided with replacement device.

Event description:
A customer contacted stryker to report that their device would not detect the lid being opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.